Event description:
It was reported the device was stuck on guidewire. A 2.4 mm jetstream xc catheter was selected for an atherectomy procedure in the stenosed, right superficial femoral artery (sfa). During the procedure the catheter became stuck on an unknown guidewire, shortly before the end of the lesion. As they were unable to rectify the issue, the catheter, filter and guidewire had to be removed together as one unit. The result of the therapy was ok. The procedure was continued with percutaneous transluminal angioplasty (pta) using a ranger drug-coated balloon (dcb). There were no patient complications.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).